Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that external force was applied to the relevant part. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps cover glue peeling, pink rubber chip, and bending section cover crack were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope display yellow color on the screen. The event occurred during procedure. A similar device was used to complete the procedure. During a standard service inspection of the customer returned device, forceps cover glue peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.